Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and hyperglycemia with blood glucose value of 21 mg/dl and 400 mg/dl. The customer reported hypoglycemia treated with glucagon and hyperglycemia treated with emergency medical service and emergency response visit. The event involved product(s) unomedical, mmt-1884l, mmt-332a, unk_sensor. Troubleshooting was performed and confirmed customer received the reported issue low blood glucose and high blood glucose. It was unknown whether customer using the device or not before 48 hours of the event and it was unknown whether auto mode feature was active or not at the time of event. No further patient complications were reported. No product return is required for unomedical. No product return is required for mmt-1884l. No product return is required for mmt-332a. No product return is required for unk_sensor. It was unknown whether continued using the device or not.

Event description:
Customer reported having a low blood glucose of 21mg/dl on august 14, 2024 and losing consciousness. His spouse called the paramedics at around 5:30pm and they gave him a glucagon shot. There was no emergency room visit. Per case-(B)(4), he had a high after being treated for the low. He thinks that the high was due to over-treatment for the low. He treated the high with the pump. Troubleshooting was declined. Pump was used within 48 hours of the low and high. It was unknown if smartguard was used at the time of the low or high. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.